Event description:
Customer reported a failure code 703. Customer reported there were no pt injuries associated with this report and there have been no incident reports filed since the last baxter svc event. Customer did not have info whether incident occurred during pt infusion.